Event description:
The customer is in waiting room at the hospital due to high bgs. The customer was not admitted at the time of call yet and would like to run a functional test to see if the pump is working properly. The self-test and high-pressure tests were performed and passed within sepcifications.